Event description:
Customer reported that she had unexplained high blood glucose went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 384 mg/dl. Customer stated that she had dizziness and was off balance prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unexpected failed battery test, battery out limit alarms and off no power anomaly due to corrosion in battery tube and battery cap contact. However, the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.